Event description:
Info received that the casters would ratchet when locked in brake position.

Manufacturer narrative:
Tech found that the casters would ratchet when locked in brake position. Replaced all casters to resolve this issue.